Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the craniotome device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date device returned to manufacturer was documented as 2/22/2018 on the previous report and has been updated to 4/2/2018. It was documented in the previous report that the reported condition was confirmed. However further investigation determined that the reported condition that the device became warm was not confirmed. Additional information: device evaluation update: further investigation determined that the reported condition reported condition that the device became unusually warm was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the cutter could not be inserted. It was further determined that the neuro-tip leg and the neuro-tip foot had been drilled into. It was determined that the drilled neuro-tip leg was due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. It was determined that the cause of the craniotome foot drilled was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro tip. It was determined that the cutter could not be inserted was due to bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that this was due to worn out bearings from normal wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - nose cone, bearings, ball bearings fell apart, missing balls and cage and crane handle was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and construction/design false, defective. If additional information should become available, a supplemental medwatch will be submitted accordingly.